Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician experienced initial difficulty removing the catheter. No pt injuries or complications occurred.